Event description:
The patient was not receiving effective therapy. High impedances were measured. Radiographs indicated that the lead had fractured. The lead was explanted and replaced. The patient regained therapy after the lead was replaced. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The lead has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.